Event description:
The customer reported that the system shut down on its own and then would not power back up. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The isd circuit board was replaced. The system was then found to be operating as intended.